Event description:
It was reported that the patient presented with a right atrial lead that exhibited noise over-sensing which resulted in inappropriate mode switch. The lead was explanted and replaced. The patient was stable.